Event description:
It was reported that during an unknown procedure, when closing the closure trigger, the device accidently fired at the second firing with the white reload. Changed to another reload to complete the procedure, and the surgeon complained about the design. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Photographs. Photographic conclusion: based on the photographic evidence the event description can be confirmed. The belief is that the firing stroke was interrupted and the cartridge locked out. Additional information was requested and the following was obtained: per affiliate: the reload was lost during transportation. No sample will be returned. "Accidently fired." Did the staples protrude or fall out prior to being used on the patient? -no. If the device stapled on the tissue was the staple line complete? -no. If the device cut was the cut line complete? -no. What device was used? - atw35. Just to confirm, did the device deliver any staples or a cut line? -a few staples were delivered. The condition of the cut line was unclear.